Manufacturer narrative:
Technician found that the pt left siderail did not stay up. Cause: left siderail was missing rivets. Replaced rivets to resolve this issue.

Event description:
Complaint alleged that the pt left siderail does not stay up. No pt was injured.